Event description:
Reportedly, the device would not deliver defibrillator energy to the pt in synchronous mode of operation. A backup device was made available and used to successfully cardiovert the pt. The rptr stated there were no adverse effects to the pt resulting from the failure, based upon use of the back-up device.